Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Event description:
It was reported that during a laparoscopic sigma procedure, leakage occurred. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the device a was received with the universal seal and the lower ring were noted to be cracked. Additionally the orifices of the sleeve assembly were cracked and the housing cap detached. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that sterile devices (b and c) were returned in good condition. In an attempt to replicate the reported incident, the devices was functionally tested to detect any leaking issues. Upon evaluation of the devices, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b and c additional information: batch # h91861; expiration date: 05/2016; manufacturing date: 05/2011.